Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This reporter represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that stated, "malfunction e321." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No additional information was provided.